Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Reference: mcpherson, edward, sherif, sherif, dipane, matthew, arshi, armin (31 aug 2020) patellar rebar augmentation in revision total knee arthroplasty. Unpublished. Https://doi.org/10.1016/j.arth.2020.08.057.

Event description:
It was reported that six patients from a study had wound complications post-operatively, leading to a washout and bearing exchange. These 6 patients were treated with a 6-week course of IV antibiotics and intra-articular, antibiotic-loaded, dissolvable calcium sulfate beads. At latest follow-up (28-48 months), all 6 patients were stable with normal c-reactive protein and erythrocyte sedimentation rate measurements.